Manufacturer narrative:
On august 17, 2023, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient's prosthesis was replaced with an unspecified silicone breast implant. On august 22, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 28, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 375cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: local reaction, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation surgery with a 350cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis and swelling in her right breast, which was confirmed via ultrasound. The patient then had her right breast aspirated and the fluid was sent to pathology. At the time of this report, the results of the pathology report were not as a result, the patient underwent removal surgery on (B)(6) 2023.